Event description:
It was noted that catheter had come out of pt, unk cause if pt self pulled or otherwise, however, the balloon and tip of the catheter were not attached to the indwelling urinary catheter. The device separated and the balloon and tip remained in the bladder. Requiring surgical removal by cystoscopy.